Manufacturer narrative:
Additional lot number given: 202506101 the device will not be returned for evaluation, however, photographic evidence has been provided. Root cause cannot be determined, however, based upon provided photos; a possible cause of this event could be excessive force. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-50s, arthroscopic energy 50° probe with suction, 13 cm, was being used during a hip scope procedure on (B)(6) 2025 when it was reported, ¿during a hip arthroscopy, the tip of a conmed 50 degree rf wand became loose. It was swapped out for another 50 degree wand which was used to finish the case. Immediately after it was discovered by x-ray that the tip of the wand remained inside the patient. Following this procedure a CT scan will be used to evaluate whether the tip remains in the joint or if it is in soft tissue.¿. Further assessment questions found that the fragmentation was not retrieved the day of surgery but was removed the next day (B)(6) 2025) in a secondary surgery. This report is being raised due to the reported injury of secondary surgery required to remove component.

Event description:
The sales representative reported on behalf of the customer that the device, aes-50s, arthroscopic energy 50° probe with suction, 13 cm, was being used during a hip scope procedure on (B)(6) 2025 when it was reported, ¿during a hip arthroscopy, the tip of a conmed 50 degree rf wand became loose. It was swapped out for another 50 degree wand which was used to finish the case. Immediately after it was discovered by x-ray that the tip of the wand remained inside the patient. Following this procedure a CT scan will be used to evaluate whether the tip remains in the joint or if it is in soft tissue.¿. Further assessment questions found that the fragmentation was not retrieved the day of surgery but was removed the next day ((B)(6) 2025) in a secondary surgery. This report is being raised due to the reported injury of secondary surgery required to remove component.

Manufacturer narrative:
Additional lot number given: 202506101 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.